Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms. Eval found the force required to secure the door was above expected levels and it not applied will cause the reported symptom. The door hooks were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no pt involvement.